Event description:
The customer reported being hospitalized due to high blood glucose of 628mg/dl. The customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated while staying at the hospital she was treated with an insulin drip and her glucose level dropped below 300mg/dl. Then she was reconnected and her glucose began to rise again. The customer was disconnected completely and was put on manual injections. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.